Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed an unknown error message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2015 in the morning. The patient manages her diabetes with metformin. The patient claimed that she developed symptoms of ¿light-headedness and shaking¿ after the alleged issue occurred and that she consumed food or drink ¿when she wakes up.¿ at the time of troubleshooting the cca noted that the patient was unable to troubleshoot as did not have testing supplies. Replacement products were sent to the patient. This complaint is being reported because the patient suffered symptoms suggestive of a serious injury after the alleged meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.